Event description:
Additional information received from a manufacturing representative reported the patient met with a manufacturing representative on (B)(6) 2015 and they confirmed that everything was working normally.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer. (B)(4).

Event description:
It was reported the patient programmer turned on by itself and consecutive beep sounds were heard. When the implantable neurostimulator (ins) battery charge was checked with the programmer after the completion of a full charge of both inss, 50 percent charged was displayed for the right ins and 100 percent was displayed for the left device. During a visit with their healthcare professional (hcp), the right ins was checked with the patient's programmer, which displayed 50 percent charged, the hcp's patient programmer, which displayed 75 percent charged, and a clinician programmer, which displayed 100 percent charged. All of those methods showed the left ins was 100 percent charged. The patient was feeling uneasy and the hcp wondered perhaps the issue of varied charge rates reported by different programmer being used may be caused by a defect in the ins rather than a problem with the programmers. The hcp decided to observe the patient's clinical course and reevaluate at the next appointment on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-10556.